Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 09-jan-2023. The device evaluation was completed on 09-jan-2023. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an issue with air flowing back into the side port occurred. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and an irrigation test of the side port. Visual analysis of the returned sample revealed reddish material in the hub area. No damage was observed on the device. The returned sample was connected to a syringe with water and no leakage was observed. Then, the irrigation test of the side port was performed, and no issues were observed. The issue reported by the costumer could not be replicated. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Device history record (DHR) evaluation was performed for the finished device 00002016 number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an issue with air flowing back into the side port occurred. It was reported that the vizigo sheath was sucking in air while the catheter was inside the patient. No air was being introduced to the patient. The physician tried to flick the air out but was unsuccessful. No medical intervention was required. Patient did not exhibit any neurological symptoms since the procedure was completed. The sheath was replaced and that resolved the issue. No adverse patient consequence was reported. The issue with air flowing back into the side port is MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).